Event description:
Attorney alleges patient suffered physical and other injury, including death, as a result of the recalled lead and "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." It is further alleged that as a result of the lead, patient suffered bodily injury and resulting pain and suffering. Review of manufacturer's database unable to verify patient's death. No allegation from a health care professional that the death was device related. Cause of death researched and not received. Additional information revealed via public database that the patient's date of death was 2008.

Event description:
Attorney alleges patient suffered physical and other injury, including death, as a result of the recalled lead and "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." It is further alleged that as a result of the lead, patient suffered bodily injury and resulting pain and suffering. Review of manufacturer's database unable to verify patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.